Manufacturer narrative:
The complainant indicated that the express stent delivery system will not be returned for evaluation; therefore, a failure analysis of the express stent delivery system could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that prior to an unspecified procedure, a compromised sterile package barrier was noted. Upon unpacking the express biliary ld premounted stent system, the packaging appeared to be "torn." The device had no contact with the patient. The procedure was completed successfully with an unspecified device.